Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would shut down unexpectedly. It was indicated that this was due to the radiofrequency head cable. It was also indicated that the analyzer cable was out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would loose power. The programmer would operate correctly for awhile, but then would just shut down. The programmer was returned for service. No patient complications have been reported as a result of this event.